Manufacturer narrative:
Malfunction was reported. The ams700 device was visually inspected and functionally tested. One cylinder performed within specifications. The other cylinder had a leak due to fold wear. The pump was not functionally tested due to the cylinder failure. Reviews of manufacturing documentation to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for lot # 637981 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. A review of the ship history was not performed since the batch number was provided. No labeling review or risk review required per cis product investigation wi, (B)(4). An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. External support request form (B)(4). No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)). If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis (ipp) due to leakage in the system. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event.

Event description:
It was reported that the patient was unable to inflate the inflatable penile prosthesis (ipp) due to leakage in the system. The entire ipp system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and returned. A supplemental report will be filed after the product analysis has been completed.